Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. However, the insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No battery out limit alarms noted. The insulin pump had broken belt clip slot and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer received multiple battery out limit alarms when the batteries were out of the insulin pump for less than a minute. The insulin pump alarmed battery out limit again after troubleshooting. The buttons on the insulin pump were not working properly. He was unable to clear the battery out limit alarm. Customer's blood glucose level was 306 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.